Manufacturer narrative:
All buttons functioned properly. There was no damage in the keypad assembly noted. The insulin pump was received with no button response due to unlocked j2 lcd keypad connector. All buttons functioned properly. There was no damage in the keypad assembly noted. There was no unlocked j2 lcd keypad connector during visual inspection. No button error alarm noted. The insulin pump was received with minor scratched lcd window.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 154 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-66700 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)